Manufacturer narrative:
Pt info: unk. Date of event: unknown/not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that during a case on a patient's unknown eye, suction loss after the laser fired occurred with a patient interface. The surgeon stopped in the middle of the procedure as the patient had hemorrhaged. The surgery was completed on a different laser but there was a half hour delay. The patient was fine after the procedure.